Manufacturer narrative:
On 04-jun-2020, mentor received additional information about the event. The patient had additional imaging (ultrasound, mammogram) performed, and they showed that her breast prostheses are intact. Device code 1546 ¿material rupture¿ no longer applies to this event, nor does block b1 ¿is product problem?¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent a primary breast augmentation procedure with mentor smooth round high profile 560cc saline breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. The patient had an ultrasound that indicated bilateral capsular contracture and possible deflation of her right breast prosthesis. In addition, the patient report that her left breast is less full and lower. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.